Event description:
This event involved a patient 11 months post heartware lvad implantation who experienced a change of power source in the controller earlier than expected. The batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. This is one of two reports (3007042319-2014-00272 and 00273) submitted for devices related to the same event. No additional information will be forthcoming.